Manufacturer narrative:
(B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further specified. The peritonitis was manifested by abdominal pain and cloudy effluent. The same day the patient began treatment with intraperitoneal (ip) vancomycin (2 g, single dose) and ip ceftazidime (1 g daily, for eight days). Three days later the patient was treated with ip vancomycin (1g, every three days for 14 days). Seventeen days after the manifestations began, the patient continued with abdominal pain additionally effluent with blood was reported, the patient was diagnosed with ¿a peritonitis sclerosis¿ and subsequently was hospitalized for the event. The following day pd therapy was withdrawn and the patient was started on intravenous vancomycin (1g, ongoing for 22 days, frequency not reported). The following day hemodialysis was started. At the time of this report the patient was not recovered from the event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
Eight days after starting the intravenous (IV) treatment for the peritonitis with vancomycin, the treatment was completed. Two days later, the patient¿s peritoneal dialysis catheter was removed. At the time of this report, hemodialysis was ongoing. On an unreported date, in the same month as onset, the peritonitis was resolved and the patient was recovered from the event (previously not recovered/not resolved). Should additional relevant information become available, a supplemental report will be submitted.